Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that while rounding in the ER, one large volume pump module was not latching in place with the pc unit. Upon inspection, it was noticed that the side of the module release latch was chipped. The device was taken out of use and will be sent to biomed for repair. There was patient involvement but no harm.